Event description:
It was reported that during preventive maintenance the external pulse generator failed its ventricular amplitude test. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken, the battery release, ring cover and the battery drawer were contaminated, the side bail covers were broken, the battery contacts were compressed, the ring bail was bent and the keyboard was scratched. Further analysis was performed on the heart lead flex. This analysis confirmed that the out-of-specification output was caused by a diode component failure. (B)(4).